Event description:
It was reported the balloon could not be deflated during preparation. The device was not used in the patient.same event as MDR# 2029214-2011-00140.

Manufacturer narrative:
The catheter was returned without the guidewire. The balloon was tested for inflation/deflation and no defect was found(B)(4)